Manufacturer narrative:
Device lot number, not available. Device manufacturing date is dependent on lot number, therefore, unavailable. A medtronic representative, following-up at the site, reported that the concern was that at one point during the surgery, the surgeon dropped the device on the floor. They were unsure if they had another one, and against cautioning from the medtronic representative, the site flashed it. Now the device was damaged from the heat, and seemingly fused back together. The normal locking ring, which was perfectly functional during the surgery, would now not unlock. No parts have been received by manufacturer for analysis. No further issues have been reported.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported that, while in a spine procedure, the pak needle came apart. The surgeon stated that this particular patient had extremely sclerotic bone - very, very hard. The surgeon did a lot of malleting on the pak needle in question during the procedure. At one point, the surgeon went to remove the needle from the pedicle, and the handle came loose. The pak needle detached up under the handle above where it is designed to come apart. The surgeon pushed it back together, and it seemed to work fine from that point forward. A second pak needle was brought in and the surgeon proceeded with the new needle to finish the procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Lot # and mfg date could not be determined from the returned part. The returned part has been subjected to extreme heat modifying the part. Not able to evaluate the reported failure. Per the field representative, after the site dropped the needle they tried to "flash" it after the breakage occurred. This caused the plastic to warp and become discolored. The field rep told the site that flashing the part wouldn't work, but they ignored his instruction.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.